Manufacturer narrative:
As the product associated with the reported event was not returned, it was not possible to conduct an evaluation of the device. A review of the complaint history for part # cfd-22202 lot # 368581 has revealed that this product is performing as expected, with regard to the reported incident. With the information provided, it was not possible to identify a root cause; however, potential user-related causes of the reported incident include, off-axis drilling, excessive force during implant insertion and improper selection of device.

Event description:
On january 17th 2023, microaire was notified by the end-user/doctor facility that a patient's brow fell after a brow lift procedure was completed on (B)(6) 2022. The patient was scheduled for an exploration of the surgical site on (B)(6) 2023 and the doctor identified that the endotine implant had broken, there was no patient injury and they will not be returning the broken implaint to microaire for evaluation.